Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v263727, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care professional of a clinical study reported when the new device was placed and intraoperative programming was done all impedances were within normal limits except for #3, no impedance was noted. The stimulator was replaced and disposed of. The event was considered ongoing. If additional information on event outcome is received a follow-up report will be sent. Patient indication for use was gastrointestinal/pelvic floor. Clinical diagnosis was urinary urgency and frequency.

Event description:
Additional information received reported high impedance on electrode #3 on 17-feb-14. The event was still ongoing. No symptoms reported.

Event description:
Additional information received from a healthcare provider for a clinical study via a manufacturer representative reported the event was not related to the neurostimulator, but was related to the lead.